Event description:
The nurse was unable to flush IV catheter, she removed the dressing, and noted the hub had disconnected from the IV catheter. The hospital has not been able to locate the IV catheter in the pt. Pt is stable at this time. In 2005- additional information received from the b. Braun sales rep: the reporter stated to him that the incident happened in 05 and that on sunday evening after the disconnection, the nurse was able to feel the IV catheter with her finger at the antecubital crease. The next day they were not able to locate the IV catheter at that site. Pt is at home at this time. The following month - additional information received from the reporter indicated that the pt had a second admission for futher testing. The catheter could not be located. The pt suffered no adverse sequela associated with this incident, and at the present is not pursuing further testing. No other additional information was available.